Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pure wick 300 caused bleeding. The patient had to go to the emergency room. The patient's husband said this unit is dangerous and asked for a refund. Used with female wicks. No additional information provided. No troubleshooting was provided. It was unknown what medical intervention was provided.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: use related warnings: note: do not use purewick portable collection system while driving a vehicle or operating heavy machinery. Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas. It is important that the port connections be connected correctly, and the lid pressed down securely for proper operation of the purewick portable collection system. Incorrect or inadequately secured connections can result in loss of suction. The lot file was not available at the time of the investigation closure; therefore, DHR could not be reviewed. No additional actions can be taken at this time. Correction: a, b. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick 300 caused bleeding. The patient had to go to the emergency room. The patient's husband said this unit is dangerous and asked for a refund. Used with female wicks. No additional information provided. No troubleshooting was provided. It was unknown what medical intervention was provided.